Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's obm pca was replaced to address the issue. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's flow sensor and blower were replaced to address the issue.